Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: b5 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely there was no image due to a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
The malfunction occurred with a bronchofibervideoscope.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope experienced no image. There were no reports of patient involvement.